Event description:
During aortic valve replacement, the cor-knot misfired and the metal divet securing the valve in place did not deploy. The surgeon had to place another valve suture in and manually tie it in. This extended the surgical case time.